Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka prosthesis construct had been implanted on the patient¿s right knee on (B)(6) 2022, the patient experienced a mechanical complication of the joint, osteophyte formation, pain at the joint, restricted mobility and plica syndrome. An additional surgery was performed on (B)(6) 2022 to treat this adverse event. During this procedure, an open arthrotomy of the patella with modelling and denervation was performed, along with the resection of the osteophytes, plicar resection and resection of node rings with plastic reconstruction in congenital anomalies. A 32mm resurfaced patella was implanted. The patient reports to be experiencing some swelling and pain after this intervention.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka prosthesis construct had been implanted on the patient¿s right knee on (B)(6) 2007, the patient experienced a mechanical complication of the joint, osteophyte formation, pain at the joint, restricted mobility and plica syndrome. An additional surgery was performed on (B)(6) 2022 to treat this adverse event. During this procedure, an open arthrotomy of the patella with modelling and denervation was performed, along with the resection of the osteophytes, plicar resection and resection of node rings with plastic reconstruction in congenital anomalies. The patient reports to be experiencing some swelling and pain after this intervention.

Event description:
It was reported that, after a tka prosthesis construct had been implanted on the patient¿s right knee on (B)(6) 2017, the patient experienced a mechanical complication of the joint, osteophyte formation, pain at the joint, restricted mobility and plica syndrome. An additional surgery was performed on 18-feb-2022 to treat this adverse event. During this procedure, an open arthrotomy of the patella with modelling and denervation was performed, along with the resection of the osteophytes, plicar resection and resection of node rings with plastic reconstruction in congenital anomalies. A 32mm resurfaced patella was implanted. The patient reports to be experiencing some swelling and pain after this intervention.

Manufacturer narrative:
Corrected data: b5, d10 (insert identity updated), h6 (health effect - clinical code).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the reported osteophyte formation is not related to the implanted devices. The reported pain and restricted mobility in the right knee may be consistent with the noted findings of osteophytes and/or plica syndrome. However, based on the limited information provided, the clinical root cause of the pain cannot be confirmed. The patient impact beyond that which has been reported cannot be determined. However it has been reported that the patient has still experienced pain and swelling following the procedure. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the patient should be warned of surgical risks, and made aware of possible adverse effects and states that outcome data reported in some registries suggest that resurfacing the patella during primary tka should be considered since it may decrease the rate of revision, provided the patient¿s anatomical and clinical conditions allow, this information has been identified in warnings and precautions and in description of system section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information updated: d10 (concomitant entry added for the patellar implant). Corrected data: b5

Event description:
It was reported that, after a tka prosthesis construct had been implanted on the patient¿s right knee on (B)(6) 2017, the patient experienced a mechanical complication of the joint, osteophyte formation, pain at the joint, restricted mobility and plica syndrome. An additional surgery was performed on (B)(6) 2022 to treat this adverse event. During this procedure, an open arthrotomy of the patella with modelling and denervation was performed, along with the resection of the osteophytes, plicar resection and resection of node rings with plastic reconstruction in congenital anomalies. The patient reports to be experiencing some swelling and pain after this intervention.